Manufacturer narrative:
(B)(4). Method: the complaint iw910 mobile infant warmer harness connector was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is accordingly based on the information and photographs provided by the hospital, previous investigations into similar complaints and our knowledge of the product. Results: visual inspection of the photographs revealed that the harness connector was discoloured. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. The infant warmer controller continuously monitors the electrical power delivered to the heating element and when it is detected insufficient due to open circuit or a faulty harness connection, the infant warmer enters a fail-safe state (e17), ceases power to the heating element and then emits an audible and visual alarm. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The hospital was sent a replacement harness connector and the subject iw910 mobile infant warmer will be repaired by their biomed. The unit will be put back into service after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that an iw910 mobile infant warmer displayed an e17 error code and had a discoloured head harness connector. No patient consequence was reported.